Event description:
The customer returned this device for inspection and evaluation of the issue of the right/left knob not working as it should. There is no reported harm to any patient of persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens was peeling. This medwatch is being submitted for the reportable issue of the peeling adhesive of the light guide lens observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date (B)(6)2022. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the adhesive of the light guide lens was peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it is probable that the reported issue occurred because the device was subjected to external stressors either during operation or during handling. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.